Manufacturer narrative:
Date sent to the FDA: 09/07/2021 additional h6 medical device problem codes: a0401 additional h-3 summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one needle of product code jv318 was received for evaluation. The evaluation concludes that the needle was broken at the swaged part and due to the condition of the broken needle, additional evaluation by hsa laboratory is necessary to determine the assignable cause. Additional information was requested, and the following was obtained: did any of the needles fall into the patient? No. If yes, were the needles removed during the same procedure? N/a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: needle analysis: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code jv318. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode . The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qpbcjmq0 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it is stated "the same issue happened with 6 devices". Please clarify if all 6 sutures separated from the needle during suturing on this one patient during this single surgical procedure? As mentioned in the initial declaration, the issue occurred consecutively with 6 sutures (during a same procedure). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any of the needles fall into the patient? If yes, were the needles removed during the same procedure? Procedure name? Note: events reported in 2210968-2021-07365, 2210968-2021-07366, 2210968-2021-07367, 2210968-2021-07368 and 2210968-2021-07369.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off from the thread, the thread broke at the needle base. Another like device was used. There were no adverse patient consequences. There could have been a risk of loss of the needle inside the patient. Additional information has been requested.